Manufacturer narrative:
"This emdr is being submitted for an unknown number quantity". Initial 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported holes in the tubing and experienced symptoms within three hours of insertion event on (B)(6) 2026.